Event description:
It was reported that this implantable electrode experienced dislodgement after the patient fell due to unrelated reasons. Due to this dislodgement, noise and oversensing was observed on all vectors. X-rays were performed which confirmed the dislodgement. Additionally, electrode fracture is being suspected. It was decided to deactivate the therapy of the patient, and a lead replacement procedure is being scheduled for the near future. At this time, this electrode remains in service. No further adverse patient effects were reported.